Event description:
The patient contacted animas on (B)(6) 2012 and alleged the keypad was unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: during investigation, the keypad was found to be intact. The up arrow was intermittently responsive. All other buttons responded appropriately. Unrelated to the original complaint, there was contamination found under the contrast/up buttons. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.